Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 30 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with insulin drip in the hospital. Customer experienced seizure and epilepsy. Customer declined troubleshooting. The insulin pump will not be returned for analysis.